Event description:
It was reported that after completing a cine run on the 9900 sys, the run was not found and did not save. Also, after an angiogram, saved images were unusable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigtion. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.